Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported dialysis solution leaked out of the cassette and into the cycler. Upon removing the tubing set, post treatment, the patient found a drop of fluid in the cycler. Upon follow up with the pdrn there were no prophylactic antibiotics administered to the patient. The patient's effluent remained clear after incident. No sample available for evaluation.